Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella cp exhibited low flows, and the cannula was observed to be kinked due to difficult patient anatomy. Despite repositioning, the impella cp within the aorta, the catheter remained kinked, with flow rates of 1.4. The impella cp was removed and the patient was implanted with an impella 2.5. The patient survived the procedure.